Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited capture anomaly and high impedance. Fluoroscopy was performed and no anomalies were noted. During lead revision, the lead had micro perforated the patient. The lead was capped and replaced without adverse events. The patient was in stable condition.